Manufacturer narrative:
The postal code is not indicated at this time. Literature report citation: japanese journal ophthalmic of ophthalmic surgery, vol. 29, page 36, published 12/29/2015. Evaluation summary: the products were not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide lot numbers or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmologist reported via a literature report that following glaucoma filtration device implantation procedures for 48 cases involving 60 eyes, nine eyes experienced shallow anterior chambers, two eyes experienced choroidal detachments, six eyes experienced aqueous humor leakage (re-suturing was required on four of those eyes), hyphema occurred in seven eyes (five of which were medically being treated with anticoagulation medications). Additionally, the glaucoma filtration device touched the patient's iris in 25 eyes. Three of those patients required yag (yttrium-aluminum-garnet) laser procedures. Laser suture lysis was performed on 22 eyes and needling was performed on eight eyes, however four cases finally needed required invasive re-surgery. Occlusion of the device was confirmed during surgery on three eyes. No patient identifiers were provided and no clarification of which patients experienced which adverse event(s) was received; additional information has been requested. One of the three patients whose shunt touched the iris and required a yag (yttrium-aluminum-garnet) laser procedure was previously reported under manufacturer report number 3003701944-2014-00257.